Manufacturer narrative:
Olympus detected the issue with a returned olympus asset during device inspection and there was no reported customer product complaint or allegation, therefor there is no information of customer reported date of event. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the objective lens glue was peeling off was cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. And the most probable cause switch cover had foreign material was cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope objective lens glue was peeling off and the switch cover had foreign material. There was no patient involvement.